Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having "problems with it" and clarified that they think the patient did something to "mess it up". The patient wasn't receiving any relief. They reported that the issue had been going on for a while but had gotten really bad in the last couple of months. No further complications reported.